Manufacturer narrative:
The investigation did not identify a product problem. The field service representative stated that the tubing was replaced only as part of a preventative maintenance. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6). The field service representative replaced the cell rinse tubing and cleaned and adjusted various parts of the instrument. He performed calibration and qc. The investigation is ongoing.

Event description:
The initial reporter received questionable urea/bun (ureal) results for 1 patient sample on a cobas 8000 c 701 module. The initial result was 51.1 mg/dl. The result was reported to the patient and was questioned. The sample was repeated on a different c701 module (serial number not provided). On (B)(6) 2020 the repeated result was 195 mg/dl. On (B)(6) 2020 the repeated result was 196.9 mg/dl. The reagent lot number is 47536801 with an expiration date of 31-jan-2021. The results were reported outside of the laboratory.